Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for the past two months has been periodically getting shocked by the device. When asked, patient said happened twice last week, once when just walking to their car around 12:30 in the afternoon and then another time later in the day, after 5:30 pm was gardening and bending over. Patient said that the shocking last just a couple of seconds, said felt like a bee sting in their upper right back near the neurostimulator. Patient said once turned the stimulation off for about a minute and then also tried turning the therapy down however noticed a return of symptoms so increased the setting back up. Patient to monitor any additional occurrences. The patient was redirected to their healthcare provider to further address the issue. Patient said that their physician left the area and requested listings. Emailed listings to patient.